Event description:
The customer reported a failure to discharge during testing. This occurred during testing; there was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a failure to discharge during testing. This occurred during testing; there was no pt involvement. The call center representative and the customer performed troubleshooting. The customer was advised to replace the paddle set. The customer was advised to replace the paddle set. The customer has not called back regarding this issue. Based on the available information, we are considering this a malfunction of the external paddle set. No further communication was requested and none is warranted.